Event description:
It was reported that, during a pulse generator replacement procedure, the defibrillation threshold test failed. The doctor did not like the position of the chronic electrode. The doctor elected to explant the electrode along with the pulse generator. A new system was successfully implanted with a good defibrillation threshold. There were no additional adverse patient effects.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202.

Event description:
It was reported that, during a pulse generator replacement procedure, the defibrillation threshold test failed. The doctor did not like the position of the chronic electrode. The doctor elected to explant the electrode along with the pulse generator. A new system was successfully implanted with a good defibrillation threshold. There were no additional adverse patient effects.